Event description:
Pt reported that back to back tests performed on pt's surestep meter were 68, 43, 38, 33, 35, 21, 19 and 14 mg/dl (157% diff). No symptoms were reported. There was no allegation of harm.